Event description:
The following has been reported: pump experiences a pump problem alarm while in standby during cleaning due to occladc maximum number of faults failures. A preliminary review of the logs identified the following issue: occladc maximum number of faults. Per the subject matter expert, this issue occurs during cleaning while the lvp is in standby. The expected result is that the lvp does not do anything. The actual result is that the lvp experiences a pump problem alarm while still in standby. The logs indicate occladc maximum number of faults before hundreds of vr encoder parity issues but it is believed that the occladc faults are the main cause. The issue is being tracked by engineering and is believed to be a hardware failure. It was originally thought that the issue only occurred during cleaning so there should be no patient risk. However, during investigation, it was discovered the occladc maximum number of faults failures were caused by an esd event during cleaning. The pump is able to fully recover from the event by being turned off and on again. The noted esd event led to dsps failures. The event required touching components that are covered when an infusion is running. Reporting as a conservative measure for the sensor hardware failure (dsps sensor). No adverse effects were reported.